Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve. There was no report of medical intervention. The remstar autoa-flex was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed the beginning of sound abatement foam degradation in the following areas which were black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The presence of degraded sound abatement foam in the device was confirmed. An internal and external visual inspection of the device was completed by the manufacturer and found missing ui (user interface) knob. Potential mineral deposits inside air outlet port indicate possible water ingress. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and has dust-like contamination on it. Dust-like contamination on sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.